Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer presented with hyperopic results 2 weeks post lens implant. A yag procedure was performed. The reason for yag treatment was not provided. The consumer declined a piggyback lens implant option since he did not want to go through additional surgery. This report pertains to the patient's left eye.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (025262) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.